Event description:
It was reported that pump displayed malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.